Manufacturer narrative:
The customer stated that a nurse found foreign matter (moldy point) on the reported device when the unit package was opened. The customer did not return a sample to aid in the investigation. With the lack of a physical sample, the quality engineer was not able to duplicate the failure mode indicated. The production record was reviewed and no non-conformance was noted during the manufacturing of this lot. If the sample is to be sent by the customer in the future, the investigation will be fully reviewed at that time.

Manufacturer narrative:
(B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on a bd¿ prn adapter before use. There was no report of injury or medical interventions.